Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.0/1.5/004 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. On (B)(6) 2021 the lens was explanted due to low vaulting. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).